Event description:
It was reported that the patient experienced urethral atrophy and became more incontinent as time progresses. Due to this, a surgical procedure was performed to replace the cuff. There were no patient complications.